Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 5175475. Product family: scs-ipg-r, upn: m365sc11600, model: sc-1160, serial: (B)(6), batch: 359667.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedances. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1160, sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-2317-50, sn: (B)(6). The returned lead was analyzed and visual microscope and x ray inspection of the lead revealed that multiple cables were completely broken at the kinked location of the lead with no exposed cables. With all the available information, boston scientific concludes the reported event was confirmed. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point. The probable cause was traced to a component failure. Sc-2317-50, sn: (B)(6). The returned lead was analyzed and visual inspection revealed that the lead was cleanly cut from the distal end of the lead and the proximal portions of the lead was not returned. With all the available information, boston scientific concludes the reported event was not confirmed. No other anomalies were identified on the returned portion of the lead aside from the clean cut which is a result of a typical explant procedure, and it is not considered a failure.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedances. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively.